Event description:
It was reported that the device had a pinhole which air was leaking. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A pinhole was observed in the corrugated tube. The circuit did not pass the leak test. The root cause of the reported issue was manufacturing. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue. UDI information is unknown. Premarket (510k) number is unknown.